Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call prime anomaly on the insulin pump. Customer's blood glucose level was 76 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised they were stuck in the priming process. Customer advised insulin would squirt out during the manual prime process and get stuck in rewind mode. Customer advised the insulin pump did not work and they received a battery out limit alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The device will not expected to return.